Manufacturer narrative:
Approximate age of device ¿ 35 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was electively admitted to the hospital (B)(6) "1018" for scheduled implantable cardioverter-defibrillator lead revision to occur on (B)(6) 2018. The scheduled lead revision was reportedly cancelled due to concerns for dislodgement of thrombus. The patient reported shortness of breath and right heart catheterization showed some volume overload. It was reported that the shortness of breath was also attributed to pleural effusions and a CT scan of chest was considered to evaluate. Additionally, shortness of breath was reported to be do to anemia but the patient was not transfused at this time. It was reported that lead revision was attempted but unsuccessful on (B)(6) 2018. The patient had CT-guided right thoracentesis performed on (B)(6) 2018. No additional information was reported.

Manufacturer narrative:
Section a4, g2: additional information. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number mlp-011191. The heartmate 3 lvas instructions for use lists thromboembolism as an adverse event or a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.